Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Medical products - vanguard direct compression molded polyethylene tibial bearing arcom #183722 lot #305580, biomet cc cruciate tray #141232 lot #j100920077 and series a pat std #184766 lot #046030. Multiple MDR reports were filed for this event, please see associated reports: vanguard direct compression molded polyethylene tibial bearing arcom - 0001825034-2017-07662. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing clicking and pain in the right knee one year post initial surgery.